Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded with the paddles aligned over the paddle pocket. The valve was secured and the process of rotating the blue delivery handle clockwise began, however, the handle split apart. There was no resistance due to the valve because the capsule had not yet reached the valve. The loading process stopped and the delivery catheter system (dcs) will be returned to medtronic for analysis. The valve was successfully loaded into a second dcs. Following the valve implant, an electrocardiogram (ECG) revealed left bundle branch block (lbbb) that resolved without treatment. No adverse patient effects were reported. Additional information was received indicating that following the implant of the valve, mild paravalvular leak (pvl) was reported and also seen one month later on an echocardiogram. No treatment was prescribed.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end. Stress marks are observed on both deployment knob tabs. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob (actuator) separated during loading. The subject dcs was returned for analysis; it was observed that the deployment knob components partially separated when minimal pressure was applied to the components. Stress marks were observed on both deployment knob tabs. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.